Event description:
It was reported that the insulin pump had alarmed button error. The blood glucose reading was unknown. The customer stated that she was not stuck in a priming loop and that the insulin pump was just pushing out insulin. She was advised to hold down the act button until she received the second series of beeps, but she did not receive the beeps. Advised replacement of the insulin pump, but she declined to return it for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.